Event description:
It was reported, the patient had a seroma. It was stated, the patient was tested for infection and the results were unknown. It was later reported, the patient had an infection and was being treated successfully. 2014 (B)(6).

Manufacturer narrative:
Product ID 3889-28, lot# va0cstq, implanted: 2013 (B)(6); product type lead. (B)(4).